Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in a patient. But the patient became frustrated with vision and the patient also complains of being tired, therefore lens was removed. There was no incision enlargement, no vitrectomy and no sutures performed. It was learnt that the patient developed blurry vision as the visual issue. But after the explant, the patient¿s vision has improved. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 9/30/2019. Section h3. Device returned to manufacturer? Yes. Device evaluation: on september 30, 2019 the return sample was received and revealed the product that is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.